Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up with complaints of a "pin prick." It was revealed that the right ventricular lead had perforated. Additionally, the lead exhibited loss of capture and low r-wave sensing. The lead was removed and replaced. The patient was stable.